Event description:
It was reported that during generator replacement surgery for infection (MFR. Report # 1644487-2015-04272), a lead fracture was identified. It was reported that the initial plan was to replace the generator and create a new pocket away from the infected implant site, but that when the lead was identified as fractured the lead and generator were both explanted and not replaced. Reimplant will occur when the infection is cleared and will be captured in MFR. Report # 1644487-2015-04272. It was reported that there was resistance when explanting the lead believed to be due to scar tissue. The explanted lead was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Date of event, corrected data: the initial report inadvertently reported the incorrect date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred to have the remaining portion of the lead explanted and surgery to remove the remaining portion of the lead was performed on (B)(6) 2015. The device was discarded and is not available to be returned for analysis.

Event description:
Product analysis has been completed for the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product.